Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was non-malignant pain and postlaminectomy pain. It was reported that there was a motor stall seen at initial interrogation. The pump status and/or event log report a motor stall oc curred. The event date was asked and unknown. The patient did not recently have an MRI. The caller had limited information at the time of the call. The caller was advised to read the pump logs and inquire as to whether MRI or magnetic source may be the cause of the stall. Pump replacement was considered and it was recommended that if explanted/replaced, that the pump be returned to the manufacturer. It was then reported that the doctor would be doing the replacement procedure on the day of the call ((B)(6) 2018). There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-apr-13. It was reported that the motor stall occurred on (B)(6) 2018. No cause of the motor stall was determined. No patient weight was available. The hospital pathology department had the pump and will release to the manufacturer for return. There were no further complications reported/anticipated.

Manufacturer narrative:
Interrogation of the device found that it was being used to deliver hydromorphone (1,000.0 mcg/ml) at 666.7 mcg/day and bupivicaine (15.0 mg/ml) 10.000 mg/day. Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the device found that it was being used to deliver 1 ,000 mcg/ml hydromorphone at 666.7 mcg/day and 15 mg/ml bupivacaine at 10 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-sep-04. The pump was returned to the manufacturer for analysis. There were no further complications reported/anticipated.